Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Child patient prompt with adult pad-pak installed.

Manufacturer narrative:
Exemption number e2015058. The device records 19 log entries between the 7th july 2015 and the 5th august 2016, the longest of which lasts 1 minute 9 seconds duration. No further log entries were recorded. Investigation found the fault can be attributed to reed switch failure. During the investigation the device was found to be giving incorrect child patient prompts with an adult pad-pak, this would indicate reed switch failure and would confirm the reported fault. The reed switch is tested as part of final test, it can therefore be concluded that the reed switch became stuck after dispatch from heartsine. The device was capable of delivering therapy however the shock energy may have been reduced for higher impedance patients due to the device powering up in paediatric mode. The ability of the device to detect patient impedance would have been compromised. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.